Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the iunihg screw loosened in the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) not returned and no x-rays or images were provided to review. Since product has not been returned, visual/functional inspection could not be performed. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: warnings precautions potential adverse events. Complainant reported that the abutment came loose in the patient¿s mouth the reported complaint could not be verified with the information provided. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.